Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the patient experienced pain, discomfort, and was not feeling well/sick. Additional information was received on 2023-sep-02, patient stated they could not remember when they began to monitor their symptoms as they had taken pain medication. Patient stated that they had some pain in their pelvic area and was assisted by their nurse in decreasing the stimulation. Patient stated their main concern is being afraid to drink due to the pain and not emptying their bladder completely. Patient stated they were in such pain on day 1, they were not able to look over things including their programmer, until yesterday. Patient advised to contact their clinician with health concerns. Additional information was received on 2023-sep-07, they reported swelling and pain. Patient stated they were having a lot of problems with the antibiotics. They were retaining fluid and it was causing swelling. They were vomiting from nausea and they were bloated. They also had diarrhea over the weekend. They also mentioned having an infection.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown,. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.